Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic prostatectomy, the device did not continue firing to the full 45mm. The firing stopped at the distal end. Another handle and reload were used to complete the case. There was no patient injury.